Manufacturer narrative:
Corrected data. H6 - adverse event problem (refer to coding manual).

Event description:
It was reported that during a radiofrequency ablation procedure on (B)(6) 2025, the generator will not recognize the grounding pad after multiple attempts. The generator exceeded maximum temperature and the procedure was abandoned. There were no consequences to the patient.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout investigation.